Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leaking streaming steady liquid. Magnified inspection of the leak location identified a gouge, and scratches leading to the gouge. This leak would have been noticeable if present during filling. The manual add port cap had been removed, and the septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling, packaging, or transportation of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of event unknown. A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a pinhole leak on the right edge seam. The leak discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.